Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI, the device went into back-up vvi mode without defibrillation support. The device was not put into MRI mode prior to the MRI. The firmware was re-downloaded to restore normal device function. The patient was stable.